Event description:
It was reported that the user accidentally paired a freestyle libre 3+ sensor to the libre app instead of the ilet bionic pancreas app, resulting in the sensor being in use by another device and unable to start on the ilet; a replacement sensor was then paired to the ilet app with a standard warm-up advised. No clinical signs, symptoms, or conditions were reported. Outcomes included successful troubleshooting and education with no adverse clinical impact and no hospitalization. User support included technical support review and user education on correct app pairing and sensor start requirements. Investigation of this case revealed that the sensor had been initiated on a non-compatible application, consistent with use error leading to a data availability issue rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup and pairing.